Event description:
It has been reported to philips that the room would not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that room was not working. Fse performed the trouble shooting action and found maintenance area had maintenance work in the electrical substation, so there was electrical disconnection to the room. Fse has done power reset the system. After power resetting the system was returned to use in good working order. The codes are updated based on the investigation outcome. Health impact code was corrected.